Event description:
It was reported by service report that the left siderail will not lock in the upright position, and the scale module was broken loose from the footboard. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: warn latch; broken scale module.